Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of image noise was due to component failure due to stress of repeated use, external factors, or handling. The root cause of the foreign material is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had snowflake in the image and foreign material in the nozzle. There was no patient involvement.